Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-06863. It was reported during inspection of the lead site in reference MFR. Report: 1627487-2017-06845, the physician noted the lead was coiled up. The physician explanted part of the lead due to the lead having migrated in addition to the presence of infection.